Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump had a power issue. No additional information was available. Animas attempted to follow up with the reporter but has been unsuccessful at this time. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/27/2015 with the following findings: there were no power issues observed in the pump black box. No damage was noted to the battery compartment or cap and the cap attached securely to the pump. The pump powered on normally with no alarms. The 24 hour exercise test was unable to be completed due to an unrelated issue (see report 2531779-2015-28455). The pump was opened and no damage was noted to the power circuit.